Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented for follow-up, episodes of non-sustained rv oversensing and noise were observed. Decreased sensing and increased capture threshold were also noted. It was discovered that the lead was fractured. The lead was explanted and replaced. The patient was stable before and following the procedure.